Event description:
It was reported the insulin pump alarmed button error and was unable to clear the alarm. Customer did not press the button for three minutes or longer. Customer had to discontinue use of the device and revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.